Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the perfusionist was unable to control the gas system from the screen. Product was not changed out since they do not have any back-up available. They used the product manually. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was able to duplicate the reported issue. The fraction of inspired oxygen (fio2) knob was easily moved beyond its hard stops, 21% and 100%. The electronic patient gas system (epgs) was reconditioned. The fio2 dowelled knob was removed and reinstalled to confirm it operates. The epgs operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) turned the fraction of inspired oxygen (fio2) control before connecting the electronic patient gas system (epgs) to a system 1 simulator. He found that the fio2 control was stiff in spots while turning and the control continued to turn more than 360° when the normal physical range is limited to 270°. The pst connected the epgs to a system 1 simulator and received a ¿knob adjust only¿ message on the central control monitor (ccm). Could not calibrate the epgs or control the epgs from the ccm. Removed the cover from the epgs and inspected the physical connection from the fio2 control to the blender. The pst found that the pins attached to the blender and the fio2 mechanism pins were not meshing as they usually do. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.